Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right fallopian tube: also received in the same container are multiple pieces of silver-coloredcoiled wire material measuring approx. 5 cm in length by less than 1 mm in diameter.'), pelvic pain ('physical pain / pelvic pain/ chronic/pain') and genital haemorrhage ('bleeding- gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Concurrent conditions included abdominal bloating, sensitive skin, irregular menstrual cycle and perineal pain. Concomitant products included ibuprofen from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and trazodone from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), migraine ("migraines/headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psych injury related to essure: depression"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), anxiety ("anxiety and mental anguish") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, depression, vaginal haemorrhage, menorrhagia, fatigue, migraine, nausea, anxiety and weight increased outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, anxiety, bladder disorder, depression, device breakage, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for :pelvic pain , abdominal pain. Current weight as of (B)(6) 2019: 157 lbs. Approximate weight at time of essure placement: 126 lbs. Discrepancy noted as per pfs: surgical discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Effective tubal occlusion status post essure coil placement. Pathology test - on (B)(6) 2018: gross description. Right fallopian tube: also received in the same container are multiple pieces of silver-colored coiled wire material measuring approx. 5 cm in length by less than 1 mm in diameter. The fragments are grossly consistent with the essure medical contraceptive device and are retained in the pathology lab. Left fallopian tube: at the proximal end of the fallopian tube, there is a silver-colored coiled wire in place that appears to fee (as written) into the lumen of the fallopian tube. The silver colored metallic wire measures approx. 3.6 cm in length and is grossly consistent with the essure medical contraceptive device. The device is retained in the pathology department.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia; depression; fatigue, abdominal pain, pelvic pain female. Concerning the injuries added in this case from mr-device breakage most recent follow-up information incorporated above includes: on 24-oct-2019: pfs & mr received. Events: abnormal bleeding (vaginal, menorrhagia), fatigue, migraines/headaches; nausea, pain: stomach pain, weight gain were added. From mr-right fallopian tube: also received in the same container are multiple pieces of silver-colored coiled wire material measuring approx. 5 cm in length by less than 1 mm in diameter was added. Event psychological trauma was replaced with the events: depression, anxiety and mental anguish. Event outcome was updated for the event: stomach pain. Lot number was added. Concomitant drugs, concomitant conditions and historical conditions were added. Lab data was updated. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right fallopian tube: also received in the same container are multiple pieces of silver-colored coiled wire material measuring approx. 5 cm in length by less than 1 mm in diameter.') And pelvic pain ('physical pain / pelvic pain/ chronic/pain') in an adult female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Concurrent conditions included abdominal bloating, sensitive skin, irregular menstrual cycle and perineal pain. Concomitant products included ibuprofen from (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2012, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and trazodone from (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), migraine ("migraines/headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding- gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), depression ("psych injury related to essure: depression"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), anxiety ("anxiety and mental anguish") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, depression, fatigue, migraine, nausea, anxiety and weight increased outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder, urinary tract disorder, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, anxiety, bladder disorder, depression, device breakage, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for :pelvic pain , abdominal pain., bleeding, current weight as of (B)(6) 2019: 157 lbs. Approximate weight at time of essure placement: 126 lbs. Discrepancy noted as per pfs: surgical discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Effective tubal occlusion status post essure coil placement. Pathology test - on (B)(6) 2018: gross description. Right fallopian tube: also received in the same container are multiple pieces of silver-colored coiled wire material measuring approx. 5 cm in length by less than 1 mm in diameter. The fragments are grossly consistent with the essure medical contraceptive device and are retained in the pathology lab. Left fallopian tube: at the proximal end of the fallopian tube, there is a silver-colored coiled wire in place that appears to fee (as written) into the lumen of the fallopian tube. The silver colored metallic wire measures approx. 3.6 cm in length and is grossly consistent with the essure medical contraceptive device. The device is retained in the pathology department. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia; depression; fatigue, abdominal pain, pelvic pain female. Concerning the injuries added in this case from mr-device breakage . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of the event vaginal haemorrhage and menorrhagia was updated from unknown to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain / chronic') and genital haemorrhage ('bleeding- gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder / urinary problems") and urinary tract disorder ("bladder / urinary problems"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-sep-2019: pfs received: reporter information, patient demography and lab data was added. New events "abdominal pain, gen. Abnormal. Bleed, psych injury related to essure, bladder / urinary problems" were added. Outcome of event pain, bleeding, bladder/urinary was updated as "recovered /resolved". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right fallopian tube: also received in the same container are multiple pieces of silver-colored coiled wire material measuring approx. 5 cm in length by less than 1 mm in diameter.'), pelvic pain ('physical pain / pelvic pain/ chronic/pain') and genital haemorrhage ('bleeding- gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Concurrent conditions included abdominal bloating, sensitive skin, irregular menstrual cycle and perineal pain. Concomitant products included ibuprofen from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and trazodone from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), migraine ("migraines/headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psych injury related to essure: depression"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), anxiety ("anxiety and mental anguish") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, depression, vaginal haemorrhage, menorrhagia, fatigue, migraine, nausea, anxiety and weight increased outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, anxiety, bladder disorder, depression, device breakage, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for :pelvic pain , abdominal pain. Current weight as of (B)(6) 2019: 157 lbs. Approximate weight at time of essure placement: 126 lbs. Discrepancy noted as per pfs: surgical discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Effective tubal occlusion status post essure coil placement.. Pathology test - on (B)(6) 2018: gross description right fallopian tube: also received in the same container are multiple pieces of silver-colored coiled wire material measuring approx. 5 cm in length by less than 1 mm in diameter. The fragments are grossly consistent with the essure medical contraceptive device and are retained in the pathology lab. Left fallopian tube: at the proximal end of the fallopian tube, there is a silver-colored coiled wire in place that appears to fee (as written) into the lumen of the fallopian tube. The silver colored metallic wire measures approx. 3.6 cm in length and is grossly consistent with the essure medical contraceptive device. The device is retained in the pathology department. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia; depression; fatigue, abdominal pain, pelvic pain female. Concerning the injuries added in this case from mr-device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.